Event description:
Patient reported that their blood glucose have been increasing (from 160 - 300 mg/dl) for the past 3 - 4 hours. Patient indicated that they attempted to self-treat, by bolusing an additional 8u of insulin, however, their blood glucose did not decrease as expected. Patient indicated that, on two occasions, earlier in the day, the device had generated a cartridge/adapter alert. At the time of the report, patient had discontinued use of the device, and had switched to insulin injections.